Event description:
It was reported that the patient died approximately 13 months post implant of this implantable cardioverter defibrillator (ICD) system as a result of surgical implant complications. Additional information was received from the physician's office that the patient had been admitted to the ICU 13 months post implant of the ICD system after he had fallen down, struck his head and subsequently developed a subdural hematoma. The patient had multiple medical problems including coronary artery disease, ischemic cardiomyopathy and heart failure. Ejection fraction was 20% with a biventricular ICD, history of idiopathic thrombocytopenic purpura (itp), chronic kidney disease, diabetes, hypertension and myelodysplasia. Neurosurgery was consulted and did not feel the patient was a good surgical candidate secondary to his history of itp and high risk for bleeding. Platelet count was down to 50,000. The patient was treated with steroids and ffp for coagulopathy. The patient was also given a transfusion for anemia. The patient stabilized and was transferred out of ICU. Subsequently, the patient experienced syncope and blood pressures dropped. Acute kidney injury was noted and the patient was gently hydrated. The following day, the patient had decreased loss of consciousness. CT scan revealed no significant change in the subdural hematoma. The patient was extremely hypotensive (systolic bp 70s). He was treated with IV fluids and pressors. Subsequently the patient was intubated after he went into increasing respiratory distress and exhibited agonal breathing. Cardiology was consulted and was concerned for possible cardiogenic shock and possible sepsis. The patient was started on antibiotics. The patient also appeared to be in congestive heart failure. He had an episode of ventricular tachycardia and was on an amiodarone drip. The patient continued to deteriorate throughout the day and into the night. He had increasing shock and acute kidney injury with hyperkalemia. The physicians felt he was maxed out on therapy. The patient was made a dnr. He continued to deteriorate and died in the middle of the night.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2011; 407652 implantable pacing lead, implanted: (B)(6) 2011; 694765 implantable tachy lead, implanted: (B)(6) 2011. (B)(4).